Event description:
It was reported that a user of the ilet system with a freestyle libre 3 plus sensor experienced persistent scan errors and cgm connectivity alerts on an android phone, including a message that the sensor version was not compatible with the ilet app despite the app being up to date; troubleshooting and education were completed, including app reinstall, password reset, rescanning via the ilet app, and replacing the sensor, consistent with an intermittent communication failure involving the electrical/magnetic components and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving electrical/magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.